Event description:
It was reported that the lead was revised due to noise and elevated capture threshold. X-ray showed externalized conductors. Lead was capped and replaced. Patient condition is good.